Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject device was returned without the transport hoop. The coil delivery wire was seen to be kinked/bent. The main coil was found to be detached/separated from the delivery wire. The main coil was not returned. Functional inspection couldn't be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the coil delivery wire was noted to be kinked, and the main coil was found to be detached/separated from the delivery wire. An assignable cause of procedural factors will be assigned to the as reported codes main coil stretched and coil in catheter friction and also analyzed code main coil prematurely detached separated during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure.

Event description:
It was reported that distal end of the subject coil got stretched and resistance was encountered advancing the subject coil in the microcatheter. The subject coil was returned for analysis and the device investigation revealed that the subject main coil was found to be detached/separated from the delivery wire during use.